Manufacturer narrative:
Submit date: 2017-09-14. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on 2017-08-22 the service tech found that when the device was powered on the display was faded and illegible. Also on 2017-08-30 the service tech found thermal damage on the power cables from the ac port coming into the device.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the display was faded and illegible as well as thermal damage on the unit. The unit was triaged and the customer¿s reported condition was confirmed. The faded display was caused by a loose connection of the cables. The flex cables to the gearbox were found to be damaged. As the gearbox was removed from the device thermal damage was found on the power cables from the ac port coming into the device. The sealant inside of the wire housing appears to have heated and was in a liquid state at some point. The wires were completely intact with no burn damage or exposed wire. The white cable had grease like residue on it. No other thermal damage was found within the device. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.